Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated during the implant procedure. No output was observed when the ipg was connected to the lead system (competitor's leads). The ipg was removed from the pocket; the leads were removed and reinserted with no output being observed. A new ipg, model 1230 was successfully implanted.